Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in an adult female patient who had essure (batch no. A38526-invalid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included yeast infection, vaginal burning sensation, urgency-frequency syndrome, urgency-frequency syndrome, asthma, other disorders of intestine, chlamydial infection, kidney stone, pap smear abnormal and blood transfusion. Concurrent conditions included post coital bleeding, cyst, mastitis, sebaceous cyst, ganglion, mastodynia, ganglion cyst, mood swings, menses irregular, irregular menstrual cycle, vaginal itching, vaginitis, foot pain, low back pain, pain ankle, hemorrhoids, endometriosis, colonoscopy and adhesion. Concomitant products included ethinylestradiol;etonogestrel (nuvaring), fluoxetine hydrochloride (prozac) and medroxyprogesterone acetate (depo-provera). On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti"), migraine ("migraines"), headache ("headaches,"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), back pain ("other injury(ies) or complication please describe:-back"), groin pain ("other injury(ies) or complication please describe:- groin pain"), alopecia ("hair loss"), abdominal pain ("abdominal pain"), endometriosis ("endometriosis") and arthralgia ("hip pain"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, urinary tract infection, migraine, dyspareunia, fatigue, alopecia, abdominal pain, endometriosis and arthralgia outcome was unknown and the headache, back pain and groin pain had resolved. The reporter considered abdominal pain, alopecia, arthralgia, back pain, dyspareunia, endometriosis, fatigue, groin pain, headache, migraine, pelvic pain and urinary tract infection to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion. Ultrasound scan vagina - on (B)(6) 2013: total bilateral occlusion. Concerning the injuries reported in this case, the following one were described in patients medical record: back pain, pelvic pain, dyspareunia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-may-2019: ¿update of information (batch is invalid)¿ incident: no valid lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain,") in an adult female patient who had essure (batch no. A38526) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included yeast infection, vaginal burning sensation, urination frequency of, urination frequency of, asthma, other disorders of intestine, chlamydial infection, kidney stone, pap smear and blood transfusion. Concurrent conditions included post coital bleeding, cyst, mastitis, sebaceous cyst, ganglion, mastodynia, ganglion cyst, mood swings, menses irregular, irregular menstrual cycle, vaginal itching, vaginitis, foot pain, low back pain, pain ankle, hemorrhoids, endometriosis, colonoscopy and adhesion. Concomitant products included ethinylestradiol; etonogestrel (nuvaring), fluoxetine hydrochloride (prozac) and medroxyprogesterone acetate (depo-provera). On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti"), migraine ("migraines"), headache ("headaches,"), dyspareunia ("dyspareunia (painful sexual intercourse"), fatigue ("fatigue"), back pain ("other injury(ies) or complication please describe:-back"), groin pain ("other injury(ies) or complication please describe:- groin pain"), alopecia ("hair loss"), abdominal pain ("abdominal pain"), endometriosis ("endometriosis") and arthralgia ("hip pain "). The patient was treated with surgery (total hysterectomy (uterus and cervix removed). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, urinary tract infection, migraine, dyspareunia, fatigue, alopecia, abdominal pain and endometriosis outcome was unknown and the headache, back pain and groin pain had resolved. The reporter considered abdominal pain, alopecia, arthralgia, back pain, dyspareunia, endometriosis, fatigue, groin pain, headache, migraine, pelvic pain and urinary tract infection to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) -2013: total bilateral occlusion. Ultrasound scan vagina - on (B)(6) 2013: total bilateral occlusion. Concerning the injuries reported in this case, the following one were described in patients medical record: back pain, pelvic pain, dyspareunia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-apr-2016: pfs and mr received invalid case becomes valid since all events are specified reporter information was added. Lot no was added. And product indication was added. New event added. Urinary track infection, migraines, headaches, dyspareunia, pain, fatigue, back pain, groin pain, hair loss, abdominal pain, endometriosis. Severity updated abdominal pain and event outcome updated, back pain, groin pain, headaches. Concomitant drug and medical history was added. Lab test was added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.